Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. Battery (voltage breaks down under load) defective, replaced. Display disc (broken) defective, replaced. Micro motor smr117587 without errors. Delivery without power supply unit, contra-angle handpiece and foot control. Function test and test measurements without errors.

Event description:
In this event it was reported that a silver reciproc motor stops during use; no injury resulted.